Manufacturer narrative:
Device evaluation: one cadd solis vip pump was returned for analysis. Visual inspection performed, and product found to be in good condition. Event history log review was performed and found no evidence of reported problem. Visual inspection and functional testing performed. The customer's reported problem was confirmed. According to the investigation, there was an air-in-line cannot start pump upon startup of the device during testing. The investigation reported that the pump air detector sensor was defective and inoperable which caused the reported problem. Investigator replaced the pump air detector. The problem source of the reported problem is unknown.

Event description:
Information was received indicating that this smiths medical cadd solis vip pump exhibited "air in line" alarm when placed on a set. No adverse effects reported.